Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had passed away. The customer's blood glucose at the time of death was unknown. The customer passed away from a heart attack; pulmonary embolism. The customer was wearing the insulin pump at the time of death. Nothing further was reported.